Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left forearm area. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm or less within 30 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported, and patient was good post procedure.